Event description:
It was reported that a user experienced a pairing failure while attempting to connect a new libre 3 plus sensor to the ilet system, which was resolved after the user rescanned the sensor and pairing completed, with glucose values then displaying on the pump. Symptoms included no adverse clinical effects. Outcomes included no impact on health or daily activities. Investigation included technical support troubleshooting and user education. Investigation of this case revealed that the sensor successfully paired after a repeat scan, indicating a transient pairing issue. It was concluded that the event was resolved through user-guided reattempt without device replacement or further intervention.